Event description:
The customer reported that they received erroneous results for two patient samples tested for urea/bun (bun) and total bilirubin special (tbil). Sample one initially resulted as 4 mg/dl for bun. The sample was repeated and resulted as 85 mg/dl for bun. The repeat result was believed to be correct. Sample two initially resulted as 0.3 mg/dl for tbil. The sample was repeated and resulted as 7.9 mg/dl for tbil. The repeat result was believed to be correct. The involved patients were not adversely affected by the event. The bun reagent lot number was 66699101 with an expiration date of 04/30/2013. The tbil reagent lot number was 66446601 with an expiration date of 09/30/2013. The field service representative determined that the sample probe was damaged. He replaced the damaged sample probe and completed sample probe adjustments. The customer calibrated and ran quality controls. All controls were acceptable to the customer and the system is performing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.